Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the EKG will not produce an image and states leads are off. It is unknown if the device was in use on a patient at the time of the event, however no patient or user health consequences or impact were reported.

Manufacturer narrative:
Patient information updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the EKG will not produce an image and states leads are off. The device was not in use on a patient during the event, therefore no patient or user health consequences or impact were reported.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the EKG will not produce an image and states leads are off. The device was in use on a patient during the event, however no patient or user health consequences or impact were reported.

Manufacturer narrative:
Patient information updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the EKG will not produce an image and states leads are off. The device was in use on a patient during the event, however no patient or user health consequences or impact were reported.

Manufacturer narrative:
Product information updated. Reporter institution updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the EKG will not produce an image and states leads are off. The device was in use on a patient during the event, however no patient or user health consequences or impact were reported.